Event description:
It was reported to covidien that a customer had an issue with a entriflex feeding tube. The customer reported the nasogastric feeding tube was inserted by the rn. An x-ray and CT scan revealed that the feeding tube traversing the right lung via the right bronchial tree, lodging in the posterior pleural space.

Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded. Product monitoring has requested additional information, but to date no additional information has been received. If additional information is received at a later date the medwatch form will be updated.